Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported segments missing on the rad-5; specifically in the spo2 portion. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using lab stock batteries; however, an led segment on the led digits failed to fully light up. Internal inspection revealed the "d2" led segment on the system circuit board has an open circuit across one of its nodes, which is preventing the display from showing all the led lights. A service history record review reveals that this unit was in the field for over one (1) years with no previous reported issues prior to this reported event.